Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced intolerable halos and could not live the rest of life with this, hence the lens was explanted in a secondary procedure.

Event description:
Additional information has been requested and received stating there was no harm to the patient and the patient issues have resolved. The patient was not hospitalized for the event. The lens was replaced with another lens. Additional information received and reported that the iol was exchanged for the different lens model and a different diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Corrected information provided in a.2., a.3., b.2., b.3., b.5., b.6., b.7., d.10., e.4., h.3., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal lens was replaced with a monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, in addition to the difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).